Manufacturer narrative:
Pump passed the displacement test, sleep current measurement and active current measurement. All currents within spec range. The pump was monitored for several hours and no unexpected power loss or replace battery now alarm noted during testing. However, confirmed this alarm is generated when a power system error (back up battery fails) is detected and this error does not prevent the pump from running due to j6 connector resistance issue.

Event description:
The customer reported via phone call that the insulin pump had power error alarm. The customer¿s blood glucose level 200 mg/dl. The customer was assisted with troubleshooting and pump keeps turning off power error detected. Customer was able to successfully clear the alarm. The customer stated that the notification light stopped flashing immediately. Insulin pump will be returned for analysis.